Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate depleted faster than normal. Reportedly, the inaccurate pump fill estimates occurred intermittently with multiple cartridges. It was reported that the customer filled the cartridges with cold insulin. The customer's blood glucose (bg) level was 244 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.